Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm). Upon review, the egm showed stored atrial tachy response (atr) episodes which showed oversensing noise on the right ventricular (rv) lead. Ts recommended for lead evaluation and isometrics. At this time, no adverse patient effects were reported. This pacemaker and rv lead remain in service.